Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the adhesive holding the ilet pump enclosure together separated, allowing the unit¿s housing to split into two sections while the device continued to function and blood glucose control remained unaffected; a replacement ilet was arranged and instructions were provided for shutdown, data syncing to the mobile app, and device return. Symptoms included no adverse clinical effects. Outcomes included product replacement with return instructions and provision of a shipping label. Investigation included review of user-provided images and technical troubleshooting with education on device handling and startup for the replacement device. Investigation of this case revealed an enclosure integrity issue consistent with screen/bezel separation, attributed to separation of the adhesive within the housing while internal functionality and therapy delivery remained intact. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to adhesive bond separation.